Event description:
Pt returned four days following surgical repair of a previous event. Visual exam of surgical site showed all sutures and barriers missing and most of the bone graft gone. Pt was instructed to rinse with salt water and finish clindamycin. The wound was left to heal by secondary intention. Pt will require reoperation to repair bone graft.